Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient was alone out for a grocery, while at the grocery he started to feel hypoglycemic. He experienced dizziness and the cgm was reading 120 mg/dl. Then the patient lost consciousness and experienced seizures outside of the grocery store. The patient regained consciousness a little bit and passed out again. An ambulance was called and they took a bg reading (no value reported). The patient was taken to the emergency room and regained consciousness after more than 20 minutes. The patient was treated with IV drip, juice and was not sure if he was treated with glucagon. The patient´s bg was monitored but no values were reported. He remembered that the cgm reading was around 60 mg/dl. The patient was discharged the same day after his bg reading normalized. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.